Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 11/25//2014 for investigation. Investigation results as follows: visual inspection was performed and the following was observed: the platform was missing a shoulder screw and the top cover was damaged. During functional testing, the returned platform displayed a latch error 136 upon power up, thus confirming the reported complaint. Further inspection identified that the cause was due to the system processor board not functioning properly. The platform's archive could not be retrieved due to the latch 136 system error. Based on the investigation, the part(s) identified for replacement were the top cover, shoulder screw and system processor board. In summary, the reported complaint was confirmed upon functional testing and attributed to the system processor board not functioning properly. Following replacement of the system processor board, the platform ran with a test mannequin and a large resuscitation test fixture (equivalent to a 250 lb patient) with no issues observed during compressions. The platform passed all test criteria following service.

Event description:
It was reported that during a shift check, the autopulse platform displayed a "system error - revert to manual CPR" message. No patient involvement was reported. No further information was provided.